Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 300-600 mg/dl range. Elevated bg was addressed with manual injection and correction bolus via the pump. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump software did not accurately adjust the amount of insulin delivered. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.